Event description:
Pt had radical surgery of the abdomen which included cystectomy, ileoloop, tah/bso, urethral stent placement, sponge count indicated as correct, developed abdominal symptoms, returned to surgery for removal of lap sponge.